Event description:
The shunt was removed and another shunt inserted.

Manufacturer narrative:
Device batch record examined and found in accordance with manufacturing requirements. After follow-up, the physician noticed the iop increased at the one month visit, and assumed the device lumen was blocked. The shunt was removed and another shunt implanted. The first device was disposed of. The patient is doing well. Root cause: unk. Conclusion: no conclusion can be deduced from the event.